Event description:
It was reported the bd microtainer® tubes with k2e (k2edta) experienced clotting/micro clots/fibrin clots the following information was provided by the initial reporter. It was reported that the" tube is clotting during heel stick for blood specimen. Patient required multiple blood specimen for lab testing. Stick due to specimens clotting."

Manufacturer narrative:
Investigation summary: no sample or photo from the customer facility were received for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were observed. Fifty (50) retention samples were evaluated for visual presence of additive with acceptable results. Fourteen (14) samples representing each solution dispense position present in the retention samples were evaluated for quantity of additive. The titration results of the retention samples were found within acceptable limits of 0.75- 1.25 mg of k2edta.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd microtainer® tubes with k2e (k2edta) experienced clotting/micro clots/fibrin clots the following information was provided by the initial reporter. It was reported that the" tube is clotting during heel stick for blood specimen. Patient required multiple blood specimen for lab testing. Stick due to specimens clotting."